Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead replacement procedure, it was discovered that the outer insulation abrasion was noted at the suture sleeve of the right atrial lead. The lead was explanted and replaced. There were no patient consequences.

Event description:
New information received noted that there was no issue other than insulation abrasion. The patient's pacemaker was replaced due to the elective replacement indicator. There were no other procedures.